Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization for blood glucose level 32.5 mmol/l with no symptoms; the reporter indicated being unsure what the diagnosis was at the time. The reporter indicated that the high blood glucose levels were contributed to by multiple call service 088 alarms which caused the patient to miss some the programmed basal rate. The patient also indicated having manic depression which may have caused impaired judgment and may have contributed to the high blood glucose. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with multiple call service alarms.